Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and the universal exhalation porting block was found to be cracked. The device's sensor board and universal exhalation porting block were replaced to address the issues.